Manufacturer narrative:
Correction: upon further review on jun 14, 2024, it was noted that section d4 model number was submitted as 101-350 on the initial MDR, but should be unknown. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section d4: model number: unknown all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: two year randomized prospective comparison of ahmed valve versus baerveldt implant in vitrectomized eyes. A prospective randomized controlled clinical study was done to investigate and compare the efficacy and complications between ahmed fp7 glaucoma valve (agv) and baerveldt 101¿350 glaucoma implant (bgi) in vitrectomized eyes. A total of 39 patients (n=43 eyes) were enrolled and randomized to receive the agv (n=22) and the bgi (n=21 eyes). The agv implantation involved priming with balanced salt solution with a 30-gauge cannula through the tube; plate sutured using two 9¿0 nylon sutures; and corneoscleral graft was secured with 9¿0 nylon sutures. The bgi implantation involved plate sutured using two 9¿0 nylon sutures; 7¿0 vicryl suture was used to completely occlude the tube; needle fenestrations were done using a 30-gauge needle to provide early pressure control; corneoscleral graft was secured with 9¿0 nylon sutures; and watertight conjunctival closure was achieved with 7¿0 vicryl sutures. Complications included: prolonged hyphema (n=1), corneal edema (n=2), motility disorder/diplopia (n=1), shallow anterior chamber (ac) (n=5), choroidal detachment (n=7), prolonged iritis (n=4), tube related complications (n=2). The failures (n=3) were due to: suprachoroidal hemorrhage (n=2), one of which was with persistent hypotony (n=1); and iop higher than upper limit (n=1), which underwent a cyclodestructive procedure for iop control. These 2 latter cases eventually developed no light perception (n=2) vision. Other jnj products were mentioned but no complaints were reported against them. There were no further interventions reported. A copy of the article is provided with this report.

Manufacturer narrative:
Section a2: mean age 66.60 ± 10.04. Section a3: 22 female, 17 male (39 total). Sections a4, a5: information unknown/not provided. Section b3: date of event: exact dates not provided. Article acceptance date is (B)(6) 2022. The study was conducted for surgeries performed between (B)(6) 2016 to (B)(6) 2018. Section d4: catalog number: catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: unknown/ not provided section d6b - explant date: n/a, device remains implanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6 -health effect - clinical code 4581: shallowing or collapsing of the anterior chamber. Section h6 -health effect - medical device problem code: 3191: tube related complications citation: kandarakis, s.a.; petrou, p.; katsimpris, a.; papakonstantinou, e.; timpilis, m.; chronopoulou, k.; lehman, a.; ifantides, c.; georgalas, I.; two year randomized prospective comparison of ahmed valve versus baerveldt implant in vitrectomized eyes; (B)(6) 2023; doi: 10.1097/ijg.0000000000002129. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.